Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of issues with the customer's sensor. The customer states they are receiving threshold suspend alarm and bad sensor alert. The customer's blood glucose level was 129mg/dl, and their sensor reading was 40mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The customer received calibration error and the sensor was noted to be bent. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.